Manufacturer narrative:
The MFR has determined that the pt's blood pressure swings resulted primarily from infusion of two fast-acting medications in high concentrations at very low infusion rates through the same catheter port. Frequent titration of one drug affected the delivery rate of the other drug. The intravenous setup consisted of two infusion pumps with both lines connected together. The volumes of the common pathway was approximately 0.8 ml. Based on the combined flow rates of the epinephrine and the dopamine, it took as long as 8 minutes for the catheter to be cleared and the mixture of the drugs to accurately reflect the infusion rates set on the pumps. Thus, frequent titration of one or both drugs resulted in a mixture of medication of unk concentration and at rates not recognized by the clinician. The medical director of the pediatric intensive care unit agreed that flow continuity of the signature pump would not, in his opinion, cause such wide fluctuations in mean arterila pressure. The contribution of flow continuity of the signature pump to this incident was not established, but the MFR determined that it was not a primary contributing factor. The MFR presented to the customer an accurate mathematical simulation of the mixing and titrating effects which made clear the potential for such unusual events. No instruments was returned to the MFR for analysis. The user facility has been requested to document all info should this issue recur. The MFR will continue to monitor customer complaints with regards to this issue.

Event description:
Hospital reported patient with mennigococcemia was being treated with dopamine at 10-12 mcg/kg/min on this pump and was also receiving epi via a syringe pump. "Y" ed into the same site and infusing into a femoral central line. The patient was experiencing large fluctuations in her blood pressure. Interventions included adjustment of drip rates and volume boluses were implemented with no improvement. Dopamine was taken off this pump and placed on a syringe pump and the patient's blood pressure stabilized within minutes.